Event description:
It was reported that the gastrointestinal videoscope had no image, and the screen became noisy. The issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the issue was the plug unit was damaged causing the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.